Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 31-oct-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("pending removal") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In october 2016, the patient had essure inserted. On (B)(6) 2017, 3 months after insertion of essure, the patient experienced arthralgia ("polyarthralgia"), fatigue ("tiredness") and weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal, arthralgia, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("pending removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 3 months after insertion of essure, the patient experienced arthralgia ("polyarthralgia"), fatigue ("tiredness") and weight increased ("weight gain"). On an unknown date, the patient will undergo medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery. At the time of the report, the medical device removal, arthralgia, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-oct-2018: after internal review "pending removal" was added as event. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.